Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure, there was a catastrophic failure of the x-ray equipment. This occurred in the middle of the procedure, after the ipg had been deployed but was noted to have high capture thresholds. The procedure was incomplete, and the device along with the delivery system was withdrawn from the patient's body. A portable c-arm x-ray was brought in to assist with visualization, but the physician decided not to proceed with the c-arm and withdrew everything from the patient's body. It was planned for the patient to return to the ep lab in the future for a pacemaker implantation.no patient complications have been reported as a result of this event.